Event description:
Started using philips dreamstation in 2017 and then diagnosed with nose cancer in (B)(6) 2018, device caused white membranes in throat and mouth (scar tissue), (B)(6) 2019, rehab for collapsed lung and bloodclots.